Event description:
Dealer sent in a large list of items he needed to repair various products. For this one, he requested a quote because both the arm rest and back are torn. Dealer did not give a valid model or serial number and has been asked to correct this so we can process his quote. No further information provided.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.